Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first dilation, it was noted that the balloon ruptured at 6atm for 6 seconds. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first dilation, it was noted that the balloon ruptured at 6atm for 6 seconds. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified that the shaft that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.